Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Device issue: detachment of source - proximal shaft. Time of device issue: during the procedure. Adverse event: none. It was reported that during coronary angioplasty, the xience v 2.5 x 28 did not cross the calcified lesion, after multiple attempts. The stent delivery system catheter broke into two pieces, but no portion of the device remained in the pt. A non abbott stent was then easily deployed. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
The event occurred in (B) (6).

Manufacturer narrative:
Device not received by investigation unit.